Event description:
It is reported that the patient was revised due to chronic dislocation.

Manufacturer narrative:
Eval summary: no devices or photos are returned for review so their exact condition is unk. X-rays were not returned to assess component fit and orientation. The circumstances surrounding the dislocation are unk. It is unk if the patient was abiding by the post-operative tha precautions. In general, patient factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history. Regarding the labeling concern the combination of a 36mm i.d. Liner for a 50mm shell does exist and is not a labeling error. Cause cannot be definitively determined. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add¿l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.